Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The device had no image appearing. There were no errors, warnings, alerts or alarms. The device was inspected. No damage or abnormalities were observed. There was no patient involvement. The intended procedure was able to be completed with another unknown device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image became intermittent due to a faulty cable unit. It is likely the cable unit became faulty due to repeated use for more than 6 years.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device image was intermittent. This is attributed to the faulty cable unit. Found generation of rust on coupler springs and e-shaft.

Event description:
As reported for this event, during preparation for use for an unknown procedure, the device delivered no image and would not white balance. There is no patient involvement and no harm or adverse impact reported for any patient.